Event description:
Boston scientific crm received information when this bsc sales representative (sr) called technical services (ts) reporting that during a device interrogation, the nurse noted from the interrogation message that a right ventricular (rv) lead safety switch occurred. However the sr noted normal impedance measurements around 500 ohms and no outer insulation damage was observed . Four months later, we received information that another lead safety switch occurred. Noise and oversensing were observed on the rv lead. Ts recommended doing isometrics and pocket manipulation and measuring the impedances when they see noise. The nurse who called this in will do this at the next follow up.

Manufacturer narrative:
As of today, all products remain implanted. The nurse will try ts recommendations at the next follow up. This device is included in the insignia microcrystal failure mode 1 population ((B)(6) 2005). No additional information is available at this time. If further information becomes available to our company, the event will be updated as necessary. Three in a half years later the device was explanted for normal battery depletion and the rv lead was surgically abandoned due to noise and non capture at high outputs. No additional adverse patient effects were reported.

Manufacturer narrative:
Not returned. Event conclusion: as of today, all products remain implanted. The nurse will try ts recommendations at the next follow up. This device is included in the insignia microcrystal failure mode 1 population (2005). No additional info is available at this time. If further info becomes available to our co., the event will be updated as necessary.

Event description:
Event description boston scientific crm rec'd info when this bsc sales representative (sr) called technical services (ts) reporting that during a device interrogation, the nurse noted from the interrogation message that a right ventricular (rv) lead safety switch occurred. However, the sr noted normal impedance measurements around 500 ohms and no outer insulation damage was observed. Four months later, we rec'd info that another lead safety switch occurred. Noise and oversensing were observed on the rv lead. Ts recommended doing isometrics and pocket manipulation and measuring the impedances when they see noise. The nurse who called this in will do this at the next follow up.